Event description:
It was reported that during the initial implant procedure, the right atrial (ra) lead was temporarily implanted in the right ventricle. Upon explanting the ra lead to reposition into the right atrium, a bend of the ra lead was observed. The physician suspected the ra lead damage occurred when removing the ra lead from the packaging, however, no lead damage was noticed prior to introduction into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of bend at distal portion of the lead was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.